Event description:
It was reported that during a lap cholecystectomy procedure, the device fired scissored clips. The customer removed the device and fired it a couple of times outside of the patient and the clips formed properly. The device was used to complete the case with no patient consequence.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.